Event description:
Pt fitted with knee immobilizer with instructions for use. Metal stay slipped from sleeve down to ankle when pt got out of bed causing him to fall. Readmission to hosp. Stitching either came loose or never there.